Event description:
Customer reportedly received results in the 500's (mg/dl) and 190's (mg/dl) within 10 minutes on the aviva nano system. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassette is no longer available; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.